Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on and device humming) has been confirmed. Upon investigation, the monitor would not power on. The cause for failure was isolated to the u500 and u604 components on the computer/analog board shorting to ground. The root cause for the shorted components could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor was making a humming noise and would not power on.